Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient's pump was refilled on (B) (6) 2010; the next refill was due in (B) (6). On (B) (6) 2010 about 10:30 p.m., the pump started alarming; a single beep coming from the pump every hour. The next day, the alarm was heard once while the patient was in the clinic. The pump logs were checked and no alarm events were listed in the logs and no silence alarm option was seen on the bells tab. Both critical and non-critical alarms were set to a 1 hour interval. They reprogrammed the critical alarm interval to 10 minutes in case the pump went to a critical alarm state; that would sound more frequent and it was thought that it might reset the alarm issue. A final check of logs was done and still no sign of alarm. On (B) (4) 2010, it was reported that the critical alarm was sounding. No rotor or dye study was performed. The pump was replaced. The patient recovered without sequela. The device system was used to deliver lioresal.